Manufacturer narrative:
An event of device migration was reported. The occluder met dimensional and functional specification when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the instructions for use artus100154773, rev. B table t3 occluder sizing for patients =2 kg, the correct device for use with the measurements provided was 9-pda2aside-05-04. The precise cause of the reported migration remains unknown; however, the noted sizing was a potential contributing factor.

Event description:
Reference manufacturing report 2135147-2020-00216. On (B)(6) 2018, a 5x2mm amplatzer duct occluder ii additional sizes was implanted in the pulmonary position. The patient was 76 days old, 1500 grams on date of implant. The pda dimension was the following by echocardiography: minimal ductal diameter: 3mm, maximum ductal diameter: 3.9mm, length: 11.4mm, placement and initial echocardiogram revealed the device was well placed. On (B)(6) 2018, valve damage was observed with severe regurgitation and leaflet perforation of the tricuspid valve. On (B)(6) 2018, the device had migrated toward the pulmonary artery and was partly in mpa, with a large degree of left to right low velocity patent ductus. The patient was brought back to the cath lab and the occluder was explanted without any complications. On (B)(6) 2018, echocardiogram showed the pda had decreased in size and was almost not viewable. The patient is reported to be stable will continue to be monitored.